Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing on the right ventricular (rv) lead. The lead was possibly fractured. Interrogation showed a lead integrity alert (lia) triggered. The lead was turned off and subsequently explanted and replaced. It was also reported that the device algorithm did not discriminate for the noise and did not withhold therapy. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Concomitant products: d314trg implantable cardioverter defibrillator (ICD) (B)(6) 2012; 5076 implantable pacing lead (B)(6) 2011; 4194 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4) non-sustained tachycardia (nst) episodes, (B)(4) ventricular fibrillation (vf) episodes, (B)(4) noise supra ventricular tachycardia (svt) ventricular oversensing episodes and (B)(4) lead failure predictor episodes of less than (B)(4) milliseconds v-v cycle are recorded on (B)(6) 2013. (B)(4) lifetime ventricular sic occurred since (B)(6) 2013. Lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for nst and ventricular sic.